Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with the external devices, the programmer displayed "system problem" message. Troubleshooting was not able to re-establish communication between the ipg and external devices. Follow up information received identified additional diagnostics and troubleshooting was able to resolve the issue.